Event description:
It was reported that the device was fractured. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified righ coronary artery. A 10mm x 2.25mm wolverine coronary cutting balloon was inflated but upon removal it was noted that the device was broken and the balloon was missing. The missing part ended up being in the guide and was removed together with the guide. Stenting was done to complete the procedure. No patient complications reported and the patient was good post procedure.

Event description:
It was reported that the device was fractured. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified right coronary artery. A 10mm x 2.25mm wolverine coronary cutting balloon was inflated but upon removal it was noted that the device was broken and the balloon was missing. The missing part ended up being in the guide and was removed together with the guide. Stenting was done to complete the procedure. No patient complications reported and the patient was good post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis with the non-bsc guidewire still inserted through the device. A visual and microscopic examination was performed on the returned device. A visual and tactile examination identified multiple severe kinks along the shaft of the device. A complete break was also noted in the shaft polymer extrusion of the device approximately 1180mm distal to the strain relief at the location of the guidewire exit port. This type of damage is consistent with excessive force being applied to the delivery system. No issues were noted with the shaft that may have contributed to the contributed to the complaint incident. The balloon was observed to be unfolded which indicated it had been subjected to positive pressure. A visual and microscopic examination of the balloon material identified a longitudinal tear in the balloon, beginning 3mm distal to the distal edge of the proximal markerband and extending 7mm distally across the balloon material. A visual and microscopic examination of the balloon material identified no issues that could have contributed to the damage identified. A visual and microscopic examination identified no damage or any issues with the tip, markerbands or blades of the device that could have contributed to the complaint incident. All blades were present and fully bonded to the balloon material. No other issues were identified during the product analysis.